Event description:
It was reported that the patient had an inappropriate shock due to p and t-wave oversensing via a change in the intrinsic morphology. The patient has a left ventricular assist device. There is some noise on the clinic's 12-lead EKG, likely from the left ventricular assist device. The device's presenting electrogram has noise markers as well. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted.